Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that it is unknown what device was involved in the aneurysm enlargement and medwatch report # 2953161-2019-00021 was sent to FDA to cover a gore® excluder® aaa endoprosthesis. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic aneurysm of 54mm maximum diameter. It was reported that the procedure included implant of a gore® excluder® aaa iliac extender endoprosthesis and a gore® excluder® iliac branch endoprosthesis. The patient tolerated the initial procedure. On (B)(6) 2016, computed tomography scan (CT) revealed that the maximum aneurysm diameter was 57.3mm. Follow up CT showed that the maximum diameter of aortic aneurysm increase in size from 46.8mm measured on (B)(6) 2016 to 53.8mm measured on (B)(6) 2017. Reportedly, on (B)(6) 2017, a left external iliac artery pseudoaneurysm was identified. It was reported that the pseudoaneurysm was unrelated to the device and procedure, and it was resolved without sequelae on (B)(6) 2019. Reportedly, the pseudoaneurysm had no communication with the main aortic aneurysm and gore® endoprostheses were not implanted in the area of pseudoaneurysm. No treatment was required. The physician is monitoring the patient.